Manufacturer narrative:
Product event summary: analysis confirmed the reported event; menu encoder pushed into the case, upper case was broken. Analysis also found the hanger assembly was contaminated, output connector was broken, display wires were pinched (white insulation compromised), menu encoder shaft was rusted, and one encoder knob was missing.

Event description:
It was reported the bottom button was stuck inward. The external pulse generator was returned for repair and calibration. There was no patient involvement.